Event description:
It was reported that a request to review one of this patient's atrial tachy response episodes was made. Technical services reviewed the case and stated that it seems this implantable cardioverter defibrillator performed a right atrial automatic threshold (raat) test that triggered an atrial arrhythmia. The raat was initiated due to an standardized daily test. The patient eventually converted this arrhythmia spontaneously on it's own. The clinic decided to turned the raat feature due to this issue. This device remains in service and no additional adverse patient effects were reported.